Event description:
It was reported that at device implant, after the pocket was closed, high hv lead impedance was observed. A loose setscrew was suspected. The physician elected to reopen the pocket, and tightened down the setscrews. Impedance measurements returned to normal range. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.